Event description:
It was reported that during a right hemi colectomy procedure, the device was loaded and fired initially without incidence. Upon the second fire with a blue load the device locked out and wouldn't open. No tissue interfaced with the stapler as it wouldn't open. A second device was pulled to complete the case with no issues. There were no patient complications.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: at the second firing the device was reloaded with a blue load. The device was not on tissue, was closed and would not open? Device was not on tissue, it was loaded, closed, introduced through the trocar and was not able to be opened. Was buttressing material utilized? If so, which product? No buttressing material. Were there any noises heard? No information on any noise. Was not present for case. Was the device difficult to close? No information. Was not present for case. The device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.